Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup, soft tissue abnormalities and fluid were noted. The fluid was located in the posterior lateral quadrant and measured 26.0 x 25.5 x 29.7 mm. These findings were found due to follow up testing. Patient further reported knee/ankle problems and pain. There has been no reported revision procedure to date. Review of invoice records indicates initial procedure date was (B)(6) 2008. There was no invoice found to match the reported (B)(6) 2008 date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup, soft tissue abnormalities and fluid were noted. The fluid was located in the posterior lateral quadrant and measured 26.0 x 25.5 x 29.7 mm. These findings were found due to follow up testing. Patient further reported knee/ankle problems, pain, right hip heterotrophic ossification and stress shielding of the acetabulum and back pain. There has been no reported revision procedure to date. Review of invoice records indicates initial procedure date was (B)(6) 2008. There was no invoice found to match the reported (B)(6) 2008 date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07356 / 07357).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup, soft tissue abnormalities and fluid were noted. The fluid was located in the posterior lateral quadrant and measured 26.0 x 25.5 x 29.7 mm. These findings were found due to follow up testing. Patient further reported knee/ankle problems and pain. There has been no reported revision procedure to date.